Manufacturer narrative:
(B)(4). The nurse confirmed that the hernia was diagnosed in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The patient underwent hernia repair surgery. The patient resumed pd therapy after the surgery. It is unknown if there were any overfill events prior to the hernia. The cause and outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.